Manufacturer narrative:
As the device remains implanted and the serial number was not received, no device investigation could be performed. The manufacturer was unable to obtain additional details about the event. As such, the event details remain unclear and the root cause cannot be established at this time. Should additional information be received in the future, the case will be re-assessed and appropriate investigative action will be taken.

Manufacturer narrative:
Device not explanted.

Event description:
A perceval valve was implanted in an (B)(6) female with diabetes mellitus and no other known comorbidities in (B)(6) 2018. The patient later presented with dyspnea and fatigue, and echocardiogram revealed a gradient of 45 mmhg and thickening of the leaflets. The hospital is reportedly considering performing a valve-in-valve via tavi. The patient is presently being monitored and will return in (B)(6) 2019 for repeat echocardiogram.